Manufacturer narrative:
(B)(4). Upon further follow up, it was determined that baxter u.s. Does not have reporting responsibility for this product.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A nurse reported to baxter (B)(4) that the arterial tubing they observed something white and the lumen was less than normal. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. No additional information is available.